Event description:
On (B)(6) 2016 the vtun camino flex tunneled ventricular catheter was implanted in a (B)(6)female patient who underwent a craniotomy, for traumatic brain injury, when it was reading -2 and the evd was reading 10. There was a 12 points difference from each other. The user facility was concerned about this big difference in what the camino flex was saying versus the evd transducer. There was no injury to the patient and no revision or medical intervention required. The staff used the evd portion since it was still able to drain. The date of explant of the catheter was unknown and the patient was discharged from the hospital without incident.

Manufacturer narrative:
Integra has completed their internal investigation on 02/03/2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: this file was reopened as a camino-flex catheter vtun (B)(4) was received. Visual inspection revealed no anomaly. The eeprom has been read out and compared to the original eeprom data. No anomaly was noted. The catheter has been successfully zeroing and test performed under different pressures showed the catheter is functional, reacting immediately to the change of pressure and with stable reading. The catheter was placed under 8 cm of water during 6 days, the measured value was stable (5 mmhg), the reported discordant pressure values were not verified. Camino-flex catheter (B)(4) was received and is part of lot 0197403. Device history records review of this lot released in october 2016 and including 12 vtun revealed no anomaly related to the complaint. No similar complaint was received from this batch (B)(4). Conclusion: the complaint of inaccurate icp reading is not verified on the received catheter. The exact root cause of the discordant values between icp values measured with the camino-flex catheter and an external pressure transducer could not be determined by the investigation. The catheter location against ventricle wall may impact the icp measure.